Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high lead impedance was observed during device interrogation. A chest x-ray was inconclusive. Lead fracture suspected. The lead will be scheduled for replacement.